Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose was unknown mg/dl. The customer stated that the cap at the end was loose and it came off and spilled the insulin out. The leak occured before it was put into the insulin pump. The customer stated that the leak is past 2nd o-ring. The customer stated that there is no air bubbles in the reservoir. The customer was advised to return the reservoir for analysis. The customer was not able to find the reservoir to send back. The customer was offered a replacement reservoirs.